Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up visit in clinic, diagnostic anomaly issue was observed. Upon device check the battery current showed a drain. It was discussed that the impedance is expected to increase as the battery depletes. The patient will continue to be monitored.